Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump alarmed downstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was an out of adjustment downstream tubing guide. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device alarmed downstream occlusion. No additional information is available.